Event description:
An endurant aui, stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that during the index procedure the external iliac was perforated from the advancement of the largest delivery catheter through a heavily calcified focal stenosis, simultaneous infrarenal aneurysm rupture and eventually an "evulsed" external and femoral vessel. The physician stated that the heavily calcified focal stenosis in the external iliac made advancement of the delivery system extremely difficult. There were no kinks on the device. Additional devices were implanted successfully and a bypass was also performed in order to treat the ruptured aneurysm. The procedure was completed. Two days after the index procedure the patient expired due to a gi bleed. The physician stated that the patient expired due to the rupture; however, it was not related to the device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, intra operative rupture), patient¿s condition affected effectiveness of device (anatomy related; heavily calcified focal stenosis in the external iliac). Conclusion: known inherent risk of a procedure (death, intra operative rupture), device failure/lack of effectiveness related to patient condition (anatomy related; heavily calcified focal stenosis in the external iliac).